Event description:
This case was reported by a consumer (wife of pt) and described the occurrence of inability to walk in a (B)(6) male pt who received super poligrip original denture adhesive cream (formulation (B)(4)) cream for approx eight years for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medication included lorazepam, frusemide (lasix), spironolactone, meclozine hydrochloride (meclizine), gemfibrozil, warfarin sodium (warfarin), olmesartan medoxomil (benicar), carvedilol, omeprazole, magnesium oxide (mag-ox), tamsulosin hydrochloride (flomax), gabapentin, metformin hydrochloride (metformin hc1), simvastatin (zocor), bisacodyl, venlafaxine hydrochloride (effexor), potassium chloride (klor-con m) and irbesartan (avapro). On an unk date, the pt started super poligrip (dental). On (B)(6) 2010, approximately eight years after starting super poligrip, the pt woke up in the middle of the night to go to the bathroom. On the way, the pt fell down as he was unable to walk. His wife picked him up and helped him to the bathroom. His balance was noted to be very poor. He was transported to the hospital by ambulance. He remained in the hospital until (B)(6) due to also having pneumonia which his wife does not relate to super poligrip. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. The purpose of this contact was to inquire about the media reports about super poligrip. The consumer's wife spontaneously mentioned that this may be the case with her husband who was hospitalized two weeks prior to reporting, for being unable to walk, falling down and having poor balance. She stated that her husband uses 3 tubes of super poligrip per month as the pt applies super poligrip three times daily (drug maladministration).

Manufacturer narrative:
Super poligrip is mfg in (B)(4). The lot number for this product is known; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).